Event description:
The customer received analyzer alarms and question ion selective electrode (ise) results for several days for an unknown number of samples. The samples were repeated on another cobas c501 analyzer at the site. Of the data provided for three patient samples, only the following results were discrepant. Patient sample 1 initial sodium result was 129 mmol/l with a data flag and the repeat result was 140 mmol/l. The initial chloride result was 118 mmol/l with a data flag and the repeat result was 101.0 mmol/l. On (B)(6) 2014, patient sample 2 was from a patient born on (B)(6). The initial sodium result was <80 mmol/l with a data flag and the repeat result was 132 mmol/l with a data flag. Patient sample 3 was from a male patient born on (B)(6). The initial sodium result was 130 mmol/l with a data flag and the repeat result was 144 mmol/l. All of the initial results were reported outside the laboratory. The repeat results were believed to be correct and corrected reported were called. There was no adverse event. The sodium electrode lot number was w89 with an expiration date of 07/31/2014. The chloride electrode lot number was j20 with an expiration date of 07/31/2014. The field service representative found there were dirty ise waste valves and cleaned out the valves. He observed proper operation during calibration, qc and precision check.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.